Event description:
It was reported, the patient was experiencing pain in the thoracic region, possibly at the lead site. The patient was no longer using the scs system and requested the entire system explanted. The patient underwent surgical intervention to remove the entire scs system. During the explant procedure, the anesthesiologist pulled the s8 paddle down to the exit site and felt resistance and continued to pull .the anesthesiologist felt a pop and noticed the lead sheath had pulled lose from the paddle, however, the wires inside the sheath were still connected to the paddle. The physician continued to pull and continued to attempt to remove the paddle lead but the wires broke. The paddle portion of the s8 (model 3286) broke off in the epidural space and remains in the patient and in addition, the part of the chevron came off and is lodged in the muscle and the physician was unable to remove it. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.